Manufacturer narrative:
The insulin pump was received with cracked glass and bleeding lcd window. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the customer's insulin pump is damaged and broken. Customer's blood glucose level is around 230 mg/dl. Customer advised that the display screen as cracked and they no longer see the screen. Customer's mother advised the customer fell on the insulin pump during gym class. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.